Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard an alert after receiving chiropractic treatment using some electrical stimulation on the torso. An interrogation in the clinic revealed that the right ventricular (rv) lead triggered an alert for high rv defib coil impedance. The alert was triggered at the time of the chiropractic treatment. The lead remains in use. No patient complications have been reported as a result of this event.